Event description:
It was reported that when the doctor tried to remove the catheter it was impossible. The cuffs were excised but it was still impossible to remove the catheter lumens. The doctor felt the catheters had grown into the vein.